Event description:
Procedure done in december of 2007 horrible pain during ovulation, migraines, 33 consistent days of bleeding after 3 years having essure. Endometrial ablation done. Didn't work still. Bleeding and horrible pms, weight gain, bloating, migraines before and after periods every month, bacterial infections all the time. Yeast infections constantly. Constant thigh/upper muscle spasms. Endometriosis now from scar tissue. Doctor has me taking 200 milligrams of oral flagyl after every period and diflucan before.